Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26163. It was reported the patient experienced pain and redness at the surgical incision site (unknown exact site). The patient was evaluated at the e.r. And administered IV vancomycin and discharged home with a prescription for oral antibiotics. The patient reported the symptoms resolved in two weeks and was told the likely cause was tape irritation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.